Manufacturer narrative:
The technician found excess grease on the hi/low drive brake assembly. The technician cleaned, degreased and lubricated the hi/low brake assembly to repair the bed.

Event description:
Information received indicates the hi/low function is drifting.